Event description:
Neonatal found on the floor next to the ge medical incubator/infant warmer (ein: (B)(4)). The baby was found face down on tummy by nurse who was charting across the way on the computer on wheels. Ng tube still intact, pulse oximetry off, leads off. No critical alarms sounding. Per nurse, it appeared that the baby had fallen out the porthole close to the head of the bed. The manufacturer has not provided the facility with the educational posters as of 01/13/2020.